Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During revision, the patient sustained an oblique proximal tibia fracture, whie the surgeon was implanting the final tibial component. The surgeon cabled the fracture and completed the surgery. No depuy components were removed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found one similar report against the provided product/lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.